Event description:
Additional information received and reported that the iol was exchanged for the same lens model but one diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Additional information was provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced cloudy visual acuity and poor distance. The iol was exchanged for unspecified lens model 1 month and 18 days after the initial implant procedure. Clinical reason for explant was reported as mechanical complication due to prosthesis, right eye. Additional information has been requested.